Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, yellow particles in device inner/outer surface, and one linear opening. A microscopic analysis and leak test were performed which identified one sharp crease opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one sharp crease opening in the posterior side assessed as fold flaw opening.

Event description:
Healthcare professional reported right side deflation and "patient's concern with the product." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange due to patient's concern with product.

Event description:
Healthcare professional reported right side deflation and exchange due to the patients concern with the product. Device has been explanted.